Event description:
Report received from b. Braun quality assurance that the user injured her right wrist when spiking a b. Braun medical excel container with an alaris pump module administration set. Reported that 3 weeks after the injury occurred, the user was hoping the issue would resolve but it did not. Diagnosis: tear of triangular fibrocartilage connector (sprain of right wrist). Modified daily lifting required, no greater than 5 lbs for 2 weeks and splint for wrist. There was no pt harm reported. Medical intervention was required for the clinician user. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.